Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was confirmed. Method & results: device evaluation and results: the tibial alignment ankle clamp yoke fractured around the flipper bolt hole. The device was manufactured to revision g of the product drawing. -medical records received and evaluation: not performed because there is no indication the event was related to patient factors. -device history review: review of the device history records indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been other similar reported events for this lot ID. Conclusions: the investigation concluded that the ankle clamp broke at the yoke from multiple overload conditions during use. Ncr and CAPA were opened to perform a root cause investigation. CAPA was closed. The root cause was determined to be design.

Event description:
Upon inspection, sales rep noticed the ankle clamp was broken.

Event description:
Upon inspection, sales rep noticed the ankle clamp was broken.